Manufacturer narrative:
A new pacing system was successfully implanted. The explanted products were not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator and leads were removed and replaced due to an infection. The explanted products were not returned for analysis.